Event description:
Following the procedure, the balloon was pulled through a 7 fr sheath. Upon attempted removal, the balloon separated and remained in the pt. The separated segment was retrieved with a loop snare.